Event description:
The customer reported that during a laparoscopically assisted vaginal hysterectomy (lavh) procedure a piece of the device fell off. The piece did not fall into the patient cavity. There was no patient injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. One used lf1537 was received for evaluation. The returned sample did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found the flange that pulls the tube to open and close the jaws was broken which prevented the jaws from movement. The reported condition was confirmed. Inspection noted eschar buildup inside the pull tube near the jaws. When the handle latch was retracted or released, the jaws would not open or close since the metal flange that pulls the inner tube to operate the jaws was missing. The .12 inch metal piece was returned with the instrument. The tube is made of stainless steel and should not break without exerting excessive force. The pmv investigator could not determine the definitive root cause of the alleged event. The investigation identified the root cause of the reported event to be undetermined. The IFU states, caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.